Manufacturer narrative:
It was reported a sample was run and released twice, with the same ID#, to lis. The result was held in lis due to flag that result for that ID# was already done. The names did not match and the actual sample ID# on the tube was different than what was read/sent to lis. No injuries or change to patient management reported.

Event description:
It was reported barcode was mis-reading samples.